Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. The reported event loss of connection was not confirmed due to share data available does not reflect full investigation window. The root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. No product was provided for evaluation. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The reported loss of connection could not be confirmed. A root cause could not be determined.